Event description:
A (B)(6) male with chronic sinusitis underwent an ethmoidectomy and a small piece of a storz caudal elevator broke off inside the patient's nose during the surgery. The m.d. Was able to retrieve the piece and no permanent harm to patient. Discharged from hospital same day surgery.